Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported open repair is unconfirmed due to a lack of relevant medical records. The reported aortic occlusion and buckling of the infrarenal proximal extension are confirmed. This is partially consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest aneurysm enlargement (of 5mm) occurred that was not included in the event as reported. This finding was discovered during an examination of the 36-month post index CT (computed tomography) scan. The aortic angulation (of 75 degrees) likely contributed to the buckling of the proximal extension; however, the procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being in stable condition post an open repair procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, the patient presented with a type iiia endoleak and aneurysm enlargement. The physician elected to treat the patient by implanting an afx infrarenal stent graft on (B)(6) 2020. This case was previously reported under MDR: 2031527-2020-00096. Now, approximately (1) year post intervention, an occlusion and possible kinked graft was identified by a (cta) computed tomography angiography. An open repair was completed. The physician elected to explant the grafts and use a dacron (non-endologix) tube graft to resolve this reported event. The patient was reported as stable post procedure. Correction: secondary endovascular procedure completed on (B)(6) 2020. Additional information received per clinical assessment indicating that significant aneurysm sac growth (of 5mm) occurred at the time of the reported event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
Extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, the patient presented with a type iiia endoleak and aneurysm enlargement. The physician elected to treat the patient by implanting an afx infrarenal stent graft on (B)(6) 2020. This case was previously reported under MDR: 2031527-2020-00096. Now, approximately (1) year post intervention, an occlusion and possible kinked graft was identified by a cta) computed tomography angiography. An open repair was completed. The physician elected to explant of the grafts and use a dacron (non- endologix) tube graft to resolve this reported event. The patient was reported as stable post procedure.